Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to interrogate and it was noted that it was out of specification on its uplink functional tests and that it needed its cable replaced to resolve. The device was being sent on for repair and restock and it was noted that the cable would be saved for failure analysis. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate an implantable heart device model. It was noted that the implantable device was still in the box and that this occurred prior to any patient involvement. The programmer head was returned for service. No patient complications have been reported as a result of this event.